Event description:
A customer contacted beckman coulter regarding erroneously low platelet (plt) results for two (2) patient's that were generated by the coulter gens instrument. The initial plt results for patient a and b were: 149 x 10 to the power of 3 cells/ul and 483 x 10 to the power of 3 cells/ul respectively. These results were reported outside of the laboratory. The customer re-tested the original samples and the repeated plt results were 203 x 10 to the power of 3 cells/ul and 513 x 10 to the power of 3 cells/ul for patient a and b respectively. In addition, patient b sample was re-tested on a different instrument in the customer's laboratory and a result of 569 x 10 to the power of 3 cells/ul was obtained. The initial result for patient a and both results from the gen s instrument for patient b were believed to be erroneous based on a comparison review with the manual smears conducted by the laboratory technologist. Patient a result of 203 x 10 to the power of 3 cells/ul and patient b result of 569 x 10 to the power of 3 cells/ul were considered correct. (The initial reports were amended). There was no death, serious injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Investigation summary: samples were collected using vacutainer. Erroneous results occurred in primary mode on specific samples. Customer runs qc once per shift. Qc performed prior to the event recovered within expected range. Raw data was not provided. A) the instrument is currently performing within qc specifications. Upon review, small clumps were observed in patient a sample. A field service engineer (fse) was dispatched to the customer's lab. A) the fse inspected the instrument and found the rbc diluent dispensers diaphragm leaking air into the diluent and replaced the dispenser. B) the instrument was verified with start-up/background counts and all qc running within specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.